Event description:
A review of the reported information indicated that model rf310f vena cava filter experienced occlusion. The information was received from one source. This malfunction involved one patient with no patient consequences. The male patient is 37 years old. Weight of the patient was not provided.

Manufacturer narrative:
H10: the lot number was not provided for the reported malfunction, therefore a lot history review could not be performed. The device was not returned for evaluation; however, medical records were provided and reviewed. The investigation is confirmed for occlusion of the inferior vena cava filter. A definitive root cause for the reported event could not be determined. The device is labeled for single use. H10: g3, h6(method) h11: h6(result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The lot number was not provided for the reported malfunction, therefore a lot history review could not be performed. The device was not returned for evaluation, however medical records were provided and reviewed. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
A review of the reported information indicated that model rf310f vena cava filter experienced occlusion. The information was received from a one source. This malfunction involved one patient with no patient consequences. The male patient is (B)(6) years old. Weight of the patient was not provided.